Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer replaced the inseparable magnet to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer failed to open. The customer stated that the malfunction occurred when user trying to issue medication to the patient. However, medication was available in additional devices and the in-patient pharmacy and there was no delay in patient care. There were no adverse events or injuries reported based on this event.